Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 and alarm 06 occurred. Reportedly, the customer had followed the prompts during the load sequence and the pump was not outside of the allowable operating altitude range at the time of this alarms. Customer's blood glucose level was 105 mg/dl. A new cartridge was successfully loaded onto the pump to address the alarm.